Event description:
It was reported that pump experienced recurring malfunction alerts with code malf 0, and no events occurred immediately before the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.